Event description:
The catheter was placed in 2006. Twenty-three days later, blood was noted under the dressing. The catheter was found broken just below the heart. The reporter was contacted regarding additional information concerning this incident. The reporter had no additional information at this time.

Manufacturer narrative:
H.6- results- one used unit was received in two separate pieces for analysis. Damaged jagged edges and cracks on the side of the catheter were identified on the broken ends of the catheter tubing. Conclusions-the damaged jagged edges and cracks on the sides of the molded silicone are characteristic of separation by stress to the catheter. The sales representative spoke with the clinican that was doing the dressing change and found that the dressing was not being placed correctly on the catheter. Tape was being applied directly to the catheter tubing. The sales representative taught the clinican proper dressing placement.